Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (75 percent stenosis degree) in the mildly tortuous distal lad. After pre-dilatation, the lesion could not be crossed with the device. The procedure was completed with a drug coated balloon.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the affected device revealed no damage or irregularity. The stent shows no damage or irregularity. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the reported event is related to the patients anatomy (location of the calcification).